Manufacturer narrative:
(B)(4). Device manufacture date: 07/21/2015-07/22/2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed and passed successfully with no issues related to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. The reporter stated that 15 hours after the start of infusion, the flow was found to be stopped. It was further stated that only approximately 20-30cc of drug had infused, and that the flow had been confirmed prior to patient connection. There was no patient injury or medical intervention associated with this event. No additional information is available.